Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "on (B)(6) 2015, the viridia m3 patient monitor switched off on its own during the transport of a ventilated patient. It was no longer possible to monitor and keep the patient under surveillance." No death or patient/user injury or harm was reported.